Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient got admitted to hospital. On (B)(6) 2013 the patient underwent surgery in l4 to s1 region. Per-op notes: the surgeons identified the rods up to above the l3 screws so they could have an attachment point as they planned to attach the current rods with additional screws in the iliac wings giving him a 4-rod construct across these levels because of the early failure. Once they were exposed, they removed the set screws bilaterally at l5, s1 and iliac wings. On the right side, they easily identified the broken rod. It was removed. It was broken just below the l5 screw. The surgeon used a rod-to-rod connector up above the l3 screws, contoured a cobalt chrome rod to be able to make that connection and then connected this up bilaterally and torque/counter-torque tightened down that system. They had excellent stability at this point. The surgeon did a final copious irrigation. Then surgeon had a large bmp kit, so he placed 3 sponges rolled around some cancellous chips in the posterolateral gutter and just medial to the rod at l4 to s1 bilaterally. In total, we used 40 ml of cancellous chips split between the 2 sides. On (B)(6) 2013 the patient discharged from hospital.

Manufacturer narrative:
Correction.